Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a representative that the customer was taken to the emergency room by her brother due to low blood glucose levels. The customer's blood glucose reading was 26 mg/dl. The customer stated that she didn't eat enough, fell asleep, and had a seizure. The customer declined to speak with the helpline. No further details were provided.